Event description:
Reported by clinical team that belmont rapid infuser machine keeps showing the message reprime and temp issue during patient use, and after using the unit for some time. This was not the first time this machine encountered this issue. This machine issues were ongoing since [redacted]-approximately 11 months, but managed locally between clinical engineering (ce), and the vendor. It was serviced and returned to use multiple times with no reproducible error by ce and the vendor. Clinical engineering reports point to isolated intermittent battery-related issues. Manufacturer response for rapid infuser, belmont rapid infuser ri-2 (per site reporter). The vendor received the unit for on [redacted] and we are awaiting their evaluation.